Event description:
The patient suffered a peri-aneurismal vasospasm and a thrombus in the aneurismal sac that impeded the flow through the anterior communicating artery, parent vessel. This was treated with medication; type and dose were not disclosed. The physician stated that the vasospasm was a major contributing factor to the thrombus event. There were no clinical consequences due to the vasospasm and thrombus but the procedure was stopped. Twenty two days later, the patient underwent a second procedure to complete the coil embolization of the aneurysm. The patient was reported to be neurologically intact post procedure.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.